Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored episodes showed that there were two ventricular sensing episodes on the right ventricular (rv) lead. No changes were made, and the rv lead remains in use. The patient is enrolled in the adaptresponse study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that since there were no atrial or ventricular arrhythmias the episodes were most likely oversensing on the right ventricular (rv) lead.